Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of 683 (mg/dl) with borderline diabetic ketoacidosis (dka). The customer was treated with intravenous (IV) insulin drip. At the time of the reported event, bg was 131 mg/dl. The customer alleged that the cause of elevated bg was due to receiving multiple incomplete bolus alerts and not receiving insulin from the pump. During troubleshooting with tandem technical support (cts), the cause of the alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer did not acknowledge navigating to the bolus menu. Additionally, the customer did not receive any alarms which would cause insulin delivery to be suspended. After the customer was discharged from the hospital on (B)(6) 2018, the clinical diabetes specialist (cds) consulted with the customer regarding the bolus features of the pump. The customer acknowledged understanding of the bolus delivery process. Additionally, the customer had been prescribed an aggressive steroid regimen by the oncologist prior to the occurrence of the dka. Adjustments to the basal rate settings were made by the customer's healthcare provider. During an additional follow-up with the cds, the customer reported no additional incomplete bolus alerts had occurred since the reported event.